Manufacturer narrative:
Zimvie complaint number (B)(4). D4: additional device information unknown/not provided. H4: device manufacturer date unknown/not provided.

Event description:
It was reported that the driver was fractured at the tip during the placement procedure. Tooth location # 47. No impact on the patient reported. Procedure was completed.